Event description:
Our academic dermatology practice purchased a candela prima pulsed dye laser in 2019. Since that purchase, the laser has been malfunctioning in a number of different ways including firing without cryo which led to a burn on the arm. We have worked with our clinical technology specialist team and the service manager for candela repeatedly and the laser continues to malfunction regularly. It has been out of service for several months if you add all of the downtime together. We have lost tens (if not hundreds) of thousands of dollars. We have petitioned the company to give us a different type of pulsed dye laser in exchange for their defective one but they are not willing to recall our device. They are aware that the device is defective--they don't manufacture prima's anymore because they have had so many issues. We want the FDA to be aware of candela's unwillingness to accept responsibility for their defective product. They are telling us to continue using the laser even though it has burned someone. We feel the FDA should investigate candela for how they are handling this issue nationally. FDA safety report ID# (B)(4).